Event description:
Additional information received reported the stimulator and "cables" were surgically revised in position. The patient recovered from the event by (B)(6) 2008.

Event description:
The patient experienced pain due to cable dislocation. The patient was hospitalized and the lead/extension was revised. The event was possibly related to the stimulation system. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# (B)(4). Product type: extension: product ID n EU_unknown_ext, serial# (B)(4). Product type: extension: product ID 3389-28, lot# b0490656k, implanted: (B)(6) 2007. Product type: lead: product ID 3389-28, lot# b0490657k. Product type: lead.